Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed catheter kinked, imaging core coiled, imaging window detached and broken drive cable. Microscopic inspection revealed tip kinked, exit port torn, imaging core coiled, imaging window detached and broken drive cable. Media provided by the client showed imaging window detached and imaging core was coiled.

Event description:
It was reported that multiple catheter issues occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion which was located in the dorsal artery. During the procedure, the catheter became stuck in the lesion. When attempting to pull the catheter to free, it became separated leaving the motor drive and wires protruding from the sheath. In order to free the catheter, the distal side of the vessel was punctured and a microcatheter was inserted to push the opticross catheter. The opticross catheter was pushed up into the lesion and the stuck was released. The physician then attempted to push the microcatheter and opticross catheter back into the sheath, however the opticross catheter then twisted on itself creating several loops. A snare was then inserted to attempt to grab one of the loops in the opticross catheter and pull it back into the sheath. The physician was unable to advance the snare fully, so at this time the devices were all removed from the patient together as a unit. There were no fragments left within the patient, and no patient complications occurred due to this event.

Event description:
It was reported that the catheter became twisted, became stuck in the lesion, and separated. An opticross imaging catheter was advanced for ultrasound examination of the target lesion which was located in the dorsal artery. During the procedure, the catheter became stuck in the lesion. When attempting to pull the catheter to free it, the catheter became separated leaving the motor drive and wires protruding from the sheath. In order to free the catheter, the distal side of the vessel was punctured and a microcatherter was inserted to push the opticross catheter. The opticross catheter was pushed up into the lesion and the stuck was released. The physician then attempted to push the microcatheter and opticross catheter back into the sheath, however the opticross catheter then twisted on itself creating several loops. A snare was then inserted to attempt to grab one of the loops in the opticross catheter and pull it back into the sheath. The physician was unable to advance the snare fully, so at this time the devices were all removed from the patient together as a unit. There were no fragments left within the patient, and no patient complications occurred due to this event.